Event description:
The information received from the affiliate states that during a percutaneous trans-luminal angioplasty (pta) procedure the balloon used, ruptured radially. The target lesion was left cephalic vein. Access was made left radial vein. There was heavy calcification, vessel tortuosity and a 90% stenosis. At first, the target lesion was dilated with a slalom thrill successfully at 8 atmosphers (atms). The physician then re-dilated the target with same balloon and this time the balloon ruptured at 4atm radially due to heavy calcification. The physician tried to withdraw the ruptured balloon, but the balloon couldn't be retrieved into sheath. He had to make an incision of 1 to 2 centimeters in order to withdraw the balloon and the sheath. The procedure was finished though dilation of the lesion was not satisfactory. The incision was repaired with sutures. There was no reported injury to the patient.